Event description:
It was reported that the device¿s main board was not working properly. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case. The event history log was unable to be reviewed as the device wouldn't turn on. Functional testing was able to duplicate the issue. It was determined that the nonfunctional main and interconnect boards. The main board and the interconnect board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.